Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with unexplained pocket pain. The physician decided to revise the pocket to explore the cause of the pain. During the procedure, an unrelated infection was observed. The physician elected to explant the system and the patient was stable following.

Manufacturer narrative:
Analysis was normal. No anomaly was found.